Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user elected to return the ilet pump after experiencing hypoglycemia following meal announcements and expressing concern about the lack of an exercise mode; the device was no longer in use and the return for credit was approved. Symptoms included no clinical signs, symptoms, or conditions documented beyond the report of low glucose episodes. Outcomes included no health consequences or impact. Customer care provided support that included troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component issue was identified. It was concluded, based on established findings for similar reports, that the cause was unclear.